Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention after being instructed by their healthcare provider to go to the emergency room due to hyperglycemia. The patient stated that their blood glucose level was 520 mg/dl at the time and reported associated nausea. The patient reported presenting to emergency room on (B)(6) 2026, with the visit lasting a few hours. The patient reported receiving intravenous insulin treatment, with no changes made to their medications, and stated that no specific diagnosis was provided. No further details were reported.